Event description:
It was reported that the catheter was in pt for less than 2-3 weeks and fractured in the body. No add'l info is avail.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, there was a piece of gauze sutured around the shaft of the catheter near the proximal end. The gauze was approximately 1.25 inches in length and was positioned approximately 2.35 inches from the proximal end. The hub was missing from the catheter and was not returned. The appearance of the proximal end where the hub would have been appeared to have been cut off. The catheter was received in two sections. The distal tip was not returned. The catheter had broken at the fourth drainage port from the proximal end and at the distal drainage port and the distal thread hole. The breaks in the catheter did not appear to be clean breaks. The thread was still in place, in the distal portion of the catheter as received. All the drainage ports that were still intact exhibited longitudinal cracks and/or circumferential cracks. Some of these cracks went approximately halfway around the catheter. The catheter was flexed on the shaft between drainage ports and no cracking or breaking could be reproduced. The result of the investigation was confirmed for a shaft break, root cause unk. It is unk if pt and/or procedural issues contributed to this event.